Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: d9, g3, h2, h3, h4, h6, h11. Additionally, this supplemental report is being supplemented to provide updates in section b5 of the initial report submitted. Please refer to section b5 for updates. Please refer to section h6 medical device problem and component code updates. Device evaluation has confirmed the reported issue. Device evaluation and inspection revealed deep scratches in the channel opening. Based on the results of the investigation, a definitive root cause of the issue cannot be identified. The probable cause of the reported event could be due to deep scratches in the channel. Deep scratches can interfere with needle insertion by creating a barrier or uneven surface that makes it difficult for the needle to penetrate smoothly/inserted smoothly. Olympus will continue to monitor field performance for this device.

Event description:
Per the report as customer conveyed " device was " inspected at end of procedure, noted small barb in white distal insertion tube biopsy channel - but still visual from outside. Had scope reprocessed and boroscoped biopsy channel. Saw large scratch with edge up, partially obstructing channel"

Event description:
It was reported, that the needle sheath couldn't pass through the bronchofibervideoscope, during the fine-needle aspiration (fna) related procedure. It was also reported, that once the procedure was concluded and the device was reprocessed. It was found, that a large scratch with edge up was partially obstructing the biopsy channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.